Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed to address the occlusion alarm and insulin delivery was resumed. The customer's blood glucose (bg) level was 297 mg/dl with trace ketones and the bg level was addressed with a manual injection. As the occlusion alarm had occurred in the past and the supplies were changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.